Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition moisture ingress issue. It was alleged there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 02-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2018 with the following findings: during the investigation, moisture was observed under the display lens. The pump casing was found to be cracked between the keypad and the case seal. A leak test failed due to the cracked pump case. The pump was opened, and moisture was observed on the printed circuit board, cgm board, and the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.